Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver does boot and charge. The unit, displays initialization screen and continuously resets without displaying trend graph or date/time set. The receiver was opened and passed the interior inspection. The ui-u1 pcba was detached to download the receiver log. It was reviewed and no errors were observed. The functional testing could not be performed due to continuous initialization. The reported event of initializing screen without manual restart was not confirmed as no errors were observed during log review. A root cause could not be determined.